Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the patient¿s rods were broken and the patient is experiencing pain in the spine and legs. The patient underwent a revision surgery in which the hardware was removed and replaced with a competitors system.